Event description:
It was reported that while using bd bbl¿ sensi-disc¿ ciprofloxacin - 5 ¿g the zone of inhabitation was larger than expected. This a report of 1 occurrence for two batch numbers (1127037, 1335457). No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: customer problem: customer is reporting 231658 has larger zone of inhibition than expected steps taken with customer/troubleshooting: customer is reporting their 231658 discs from lot 1127037 and 1335457 have a zone of inhibition of >38mm when the expected zone size should be 29mm to 38mm. No organism type was specified. The customer states they repeated with a fresh isolate and results were still over >38mm. They received a new lot number of discs, 1335458, and the qc passed as expected.

Manufacturer narrative:
Batch number: 1127037. Batch exp. Date: 31-may-2024. Batch manufacture date: 07-may-2021. Batch number: 1335457. Batch exp. Date: 31-dec-2024. Batch manufacture date: 01-dec-2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: a complaint investigation, due to zone sizes larger than expected on ciprofloxacin catalog 231658 batch no's.: 1335457; 1127037, was performed on retention samples. Returned goods were not received from customer. The investigation required to perform bauer kirby test, visual inspection, and batch record review. Retention samples from both lots performed as expected. Refer to results below. No discrepancies observed during the visual inspection. Batch record review did not show any evidence of customer claim. No corrective action is required based on information evaluated and satisfactory results obtained during the qc test. Complaint is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that while using bd bbl¿ sensi-disc¿ ciprofloxacin - 5 ¿g the zone of inhabitation was larger than expected. This a report of 1 occurrence for two batch numbers (1127037, 1335457). No false results were reported out to the clinician or the patient. The following information was provided by the initial reporter: customer problem: customer is reporting 231658 has larger zone of inhibition than expected steps taken with customer/troubleshooting: customer is reporting their 231658 discs from lot 1127037 and 1335457 have a zone of inhibition of >38mm when the expected zone size should be 29mm to 38mm. No organism type was specified. The customer states they repeated with a fresh isolate and results were still over >38mm. They received a new lot number of discs, 1335458, and the qc passed as expected.